Event description:
According to the initial reporter: the physician was performing this filter placement procedure, but became concerned (post-filter placement) deploying it as the filter-feet did not open or expand into the vena cava. This is when the tech called the cook representative to speak about her concerns. The filter is protruding out of the ivc into an adjacent structure. The facility may be performing a CT scan to determine next steps. The cook representative has been working with the facility to consult as the cook representative could not be present for the case. The cook representative recommended the facility consult with vascular surgery as well. The patient is stable at this time. The facility did a venogram with the patient on the table and confirmed a lot of the filter is outside of the vena cava. The vena cava is not bleeding-out around the filter into the body cavity.